Event description:
A renegade hi flo catheter was going to be used for therapeutic purposes. Before the procedure, a leak was noted prior to flushing the catheter. Another device was used to complete the procedure.